Event description:
The patient received an unclassified burn during electrotherapy treatment for lower back pain. The injury was under one of the application electrodes. The therapist reported the injury as a white area with redness around the edges. The clinician configured and applied the treatment to the patient. The treatment waveform was interferential. The settings of the waveform were reported to be set at default. The clinician did not specify the output intensity. The clinician started the treatment, and stepped out of the treatment room for a moment. Upon returning to the treatment room, the patient complained about the intensity. The clinician decreased the intensity and continued the treatment. After the treatment, a white area with redness surrounding it appeared in the area under one of the treatment electrodes. It was not described as a burn, and no blistering occurred. A doctor was called in to examine the area. The doctor dismissed the event as being a normal side effect. Based on the 20 year experience, the therapist disagreed with the doctor's assessment.

Manufacturer narrative:
The patient sought medical services for the event. Details of the medical services were not provided. The event did not delay the treatment or progress of the patient. The patient had been treated with electrotherapy 6 times prior to this event. The electrodes had been used and reused on the patient 6 times. The electrode size was noted to be 2x2 inches. The clinic did not return the treatment electrodes for evaluation.